Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a frozen display. The customer¿s blood glucose level was 5.2 mmol/l at the time of the incident. The customer reports the screen is frozen and has been having this issue for a few days; the time on the insulin pump is 12:34 pm due to the screen freezing block mode is not activated. The customer has changed the batteries multiple times but the issue has not stopped. The numbers are not ramping up and down. The buttons are working fine now. The customer believes her blood glucose has been elevated because of this issue. The customer has requested a replacement insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No frozen screen anomalies noted during testing; time advanced properly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case on battery tube area and missing end cap address label.